Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a small amount fluid forming on the top of a valved y-site is confirmed; however, the exact cause is unknown. One 19 g x 0.75 in. Safestep infusion set with a valved y-site was returned for evaluation. An initial visual observation showed use residue on the returned sample, especially near the top of the y-site valve. The sample was flushed and pressurized with a 12 ml syringe of water and no continuous leakage was found; however, when the sample was pressurized, a small bead of water was observed to form on the top of the y-site valve. A microscopic observation revealed no damage to the y-site or its valve. The product IFU states: ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ a lot history review (lhr) of asdss0209 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the chemo unit was drawing blood (not from the y-site), but a small amount of blood came out from the blue tip of the y-site. It was further reported that the huber needle never came in contact with chemo or any hazardous drug.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdss0209 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the chemo unit was drawing blood (not from the y-site), but a small amount of blood came out from the blue tip of the y-site. It was further reported that the huber needle never came in contact with chemo or any hazardous drug.